Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: normal usage was indicated on both the center and sideport septa with no internal fracture plane damage found. The distal end of the catheter appeared round in shape. A sharp object such as a blade may have been used to cut the catheter. The device was not patent. A back flow of blood could be seen from the device septum to the syringe. The device did not flow as received. The device still did not flow after removal of the e-band, one, and twelve inches of device capillary tubing from the device sideport inlet tube, respectively; however, after removal of approx. Half of the capillary tubing, the device flowed 340%, which was higher than the 200% flow rate expected. After removing the device capillary tubing flowpath was examined microscopically. Amber colored material, which tested positive for blood, was seen occluding the flowpath at the distal end. Leak testing confirmed the device did not leak. No other defects or anomalies were found during the device analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The report of blood in the tubing and difficulty accessing the device has been confirmed. Based on the info available and the device analysis, the cause of this event appears to be blood occluding the distal end of the device capillary tubing. The facility will be notified of co's review of this incident. No further info is available. The MFR is now closing its file on this event.

Event description:
On 3/3/97, the physician contacted a MFR nuse with the following report. The physician states that he has refilled this device for two years but the pt is getting ascending cholangitis from long term fudr. As a result, since 12/96, the pt has been on heparin/water in the device. In spite of this, enzymes remain very high and the physician's recommendation to pt was to decrease chemo. The pt wants the device removed. It was additionally stated that the nurse accessing the device was getting blood returned. An x-ray revealed that the needle was not in the septum. Because of multiple attempts, the pt was sore. As a result, the physician instructed the nurse to put ice over the device area. Several days later, the physician tried to access the device. The physician is fairly certain that he was in the device septum and that the line was kept closed until he was in the device septum, but he is getting some blood back. The MFR nurse suggested that a dye study be performed to determine needle placement and that the center septum be rinsed. The MFR nurse also explained the possibility of ice deactivating the device and causing retrograde blood flow. The physician wants to explant the device and does not wish to return the device to the MFR for analysis.